Event description:
It was initially reported by the hcp that during a bravo capsule placement the capsule attached to the patient's esophagus, but failed to release from the delivery system. A second attempt was made with a new product and the capsule released from the delivery system, but would not attach to the esophagus. A third attempt was made and this was successful. No adverse effects to the pt reported.

Manufacturer narrative:
Returned with capsule seperate from delivery system. The needle was deployed and blood/tissue was present.